Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lcd lens. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; the pump passed all accuracy tests. The root cause was most likely operator error. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume testing three times. There was no patient involvement.